Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to be experiencing with high blood glucose of 300 mg/dl. Customer was sent a tubing clamp to perform the high pressure test, the test passed. Customer's blood glucose at time of call was 230 mg/dl. Customer was advised to contact his healthcare professionals. Customer will not be returning the reservoir for analysis.